Manufacturer narrative:
Initial reporter has also sent a report under uf/importer report# (B)(4).

Event description:
It was reported that the patient presented with the inability to achieve or maintain an erection with his penile prosthesis device. The patient was admitted for a planned removal and replacement surgery of the malfunctioning implant. During the surgery, a hole was visualized in the left cylinder. No further information was provided.